Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal fentanyl 3250 mcg/ml at 1200 mcg/day via an implantable pump. It was reported that the patient was seen by the hcp for the first time (previously seen in a different clinic) for a pump refill on the afternoon of (B)(6) 2021. The actual reservoir volume (arv) was 5.7 ml, and the expected reservoir volume (erv) was 5.7 ml; there was no volume discrepancy. However, fluoroscopy was used, and they ¿still had issues during the refill¿. There was ¿a ton / a lot¿ of air in the pump. When performing the refill, air came out of the pump first, followed by the drug. They were not sure if the previous hcp had damaged the pump. They ended up using ultrasound and had success with needle placement. Aside from the observed air, the appearance was correct. Bubbles in the extension set were observed to be drawn into the pump after opening the clamp and before filling the pump. During injection, the drug was periodically withdrawn to confirm it had the expected appearance; this was standard refill practice for this physician. The hcp emptied the pump of the remaining 5.7 ml and filled the pump with 40 ml [of drug]. The hcp did not overfill the pump. The hcp filled the pump to capacity and finished the refill ¿just before 3pm¿. The patient went home, and around 8pm, the patient was hard to wake up; the patient had shallow breathing. The patient experienced symptoms of overdose. The patient was transferred via ambulance to the hospital and given narcan. The physician checked the pump pocket with ultrasound and did not see increased fluid in the pocket site. Pump infusion was reduced around 8am on the morning of (B)(6) 2021. The patient was still not well, and by 4pm, the pump was put into minimum rate; the patient was being managed with other medications. The patient did not experience underdose or withdrawal. A CT scan was ordered to try to visualize the catheter. The physician reviewed the CT scan and did not see any issues with the catheter. The manufacturer representative calculated the drug in the catheter, and based on the dose, the new medication provided at the pump refill would not have taken effect until at least 11 hours post refill. The patient had symptoms 4-5 hours post refill, so they were unsure if it was a pocket fill, but they treated it as such. The patient had ¿other medical concerns¿ being addressed in the hospital. The patient was discharged on (B)(6) 2021. It was further reported that a dye study was performed on (B)(6) 2021. They successfully aspirated 3 ml from the catheter access port (cap), injected dye, and it appeared to be clear and patent. The decision was made to err on the side of caution and remove the medication from the pump to fill the reservoir with saline. The arv was 36 ml, and the erv was 39.6 ml. A partial pocket fill was suspected. The hcp used x-ray for refills, so it was ¿hard to think¿ that there was a pocket fill, but it was ¿still possible¿. It was also noted that they observed ¿positive pressure¿ when aspirating; the drug filled into the syringe ¿basically on its own¿ and moved the plunger. There was no ¿negative pressure¿ within the reservoir. It bubbled in the opposite direction (from pump into the syringe). It was thought that there may be an issue with pump pressure. Surgical intervention did not occur and was not planned. The pump would stay implanted for the time being (in minimum rate mode with saline) until there was a plan. The issue was not resolved. However, the patient's status was alive - no injury. It was unknown if any environmental, external or patient factors might have led or contributed to the event. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable.